Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), colitis ("colitis") and diverticulitis ("gastrointestinal disorder-diverticulitis") in a 43-year-old female patient who had essure (batch no. 624828) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage, gravida, cesarean section and carpal tunnel syndrome. Concurrent conditions included obesity. Concomitant products included duloxetine hydrochloride (cymbalta) and nsaid's. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced headache ("intense and frequent headache/headaches"), post-traumatic stress disorder ("ptsd"), depression ("depression"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), tooth disorder ("dental problems") and abdominal pain ("abdominal pain"). In 2014, the patient experienced colitis (seriousness criterion medically significant), dizziness ("dizzy") and anaemia ("anemia"). On (B)(6) 2017, 9 years after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vaginal infection ("vaginal infection"). On (B)(6) 2017, the patient experienced diverticulitis (seriousness criterion medically significant). In 2017, the patient experienced menorrhagia ("heavy period/ abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain was resolving, the colitis, dizziness, menorrhagia, headache and anaemia had not resolved and the menstrual disorder, vaginal haemorrhage, female sexual dysfunction, vaginal infection, post-traumatic stress disorder, depression, migraine, dysmenorrhoea, fatigue, tooth disorder and diverticulitis outcome was unknown. The reporter considered abdominal pain, anaemia, colitis, depression, diverticulitis, dizziness, dysmenorrhoea, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, post-traumatic stress disorder, tooth disorder, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Essure confirmation test- on (B)(6) 2009 patient was told her fallopian tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: plaintiff fact sheet received: the previous event gastrointestinal disorder was changed to diverticulitis. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pelvic area'), diverticulitis ('gastrointestinal disorder-diverticulitis') and colitis ('colitis') in a 43-year-old female patient who had essure (batch no. 624828) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, gravida, cesarean section and carpal tunnel syndrome. Essure confirmation test- on (B)(6) 2009 patient was told her fallopian tubes were blocked. Concurrent conditions included obesity. Concomitant products included duloxetine hydrochloride (cymbalta), nsaids and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("heavy period/ abnormal bleeding (menorrhagia)/ excessive bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2008, the patient experienced headache ("intense and frequent headache/headaches"), post-traumatic stress disorder ("ptsd"), depression ("depression"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), tooth loss ("dental problems/ I have lost all my teeth") and abdominal pain ("abdominal pain/ abdominal area"). In (B)(6) 2009, the patient experienced anxiety ("mental anguish"). In 2014, the patient experienced colitis (seriousness criterion medically significant), dizziness ("dizzy") and anaemia ("anemia"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 9 years after insertion of essure. In (B)(6) 2017, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2017, the patient experienced diverticulitis (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), genital haemorrhage ("gen abnormal bleeding"), urinary tract infection ("uti"), fibromyalgia ("fibromyalgia"), urinary tract disorder ("I urinate myself several times a day") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and urinary tract infection had resolved, the diverticulitis, menstrual disorder, vaginal haemorrhage, female sexual dysfunction, vaginal infection, post-traumatic stress disorder, depression, migraine, dysmenorrhoea, fatigue, tooth loss, anxiety, fibromyalgia, urinary tract disorder and allergy to metals outcome was unknown, the colitis, dizziness, menorrhagia, headache and anaemia had not resolved and the abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, anaemia, anxiety, colitis, depression, diverticulitis, dizziness, dysmenorrhoea, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, post-traumatic stress disorder, tooth loss, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pain, bladder/urinary problems date(s) of removal: (B)(6) 2016 (discrepancy noted per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2008: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: pfs received: new events added- fibromyalgia, nickel allergy and urinary tract disorder. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and colitis ("colitis") in a 43-year-old female patient who had essure (batch no. 624828) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage, gravida, cesarean section and carpal tunnel syndrome. Concurrent conditions included obesity. Concomitant products included duloxetine hydrochloride (cymbalta) and nsaid's. On (B)(6) 2007, the patient had essure inserted. In 2014, the patient experienced colitis (seriousness criterion medically significant), dizziness ("dizzy"), menorrhagia ("heavy period/ abnormal bleeding (menorrhagia)") and anaemia ("anemia"). On (B)(6) 2017, 9 years after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced headache ("intense and frequent headache/headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal infection ("vaginal infection"), post-traumatic stress disorder ("ptsd"), depression ("depression"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), tooth disorder ("dental problems"), abdominal pain ("abdominal pain") and gastrointestinal disorder ("gastrointestinal disorder"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain was resolving, the colitis, dizziness, menorrhagia, headache and anaemia had not resolved and the menstrual disorder, vaginal haemorrhage, female sexual dysfunction, vaginal infection, post-traumatic stress disorder, depression, migraine, dysmenorrhoea, fatigue, tooth disorder and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, anaemia, colitis, depression, dizziness, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, post-traumatic stress disorder, tooth disorder, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-may-2018: plaintiff fact sheet and medical record received. Events per pfs: abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), vaginal infection, ptsd, depression, migraines, headaches, dental problems, dysmenorrhea (cramping), fatigue and gastrointestinal disorder. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pelvic area') in a 43-year-old female patient who had essure (batch no. 624828) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, gravida, cesarean section and carpal tunnel syndrome. Essure confirmation test- on (B)(6) 2009 patient was told her fallopian tubes were blocked. Concurrent conditions included obesity. Concomitant products included duloxetine hydrochloride (cymbalta), nsaids and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("heavy period/ abnormal bleeding (menorrhagia)/ excessive bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6), the patient experienced headache ("intense and frequent headache/headaches"), post-traumatic stress disorder ("ptsd"), depression ("depression"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), tooth loss ("dental problems/ I have lost all my teeth") and abdominal pain ("abdominal pain/ abdominal area"). In (B)(6) 2009, the patient experienced anxiety ("mental anguish"). In 2014, the patient experienced colitis ("colitis"), dizziness ("dizzy") and anaemia ("anemia"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 9 years after insertion of essure. In (B)(6) 2017, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2017, the patient experienced diverticulitis ("gastrointestinal disorder-diverticulitis"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), genital haemorrhage ("gen abnormal bleeding"), urinary tract infection ("uti"), fibromyalgia ("fibromyalgia"), urinary tract disorder ("I urinate myself several times a day") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and urinary tract infection had resolved, the diverticulitis, menstrual disorder, vaginal haemorrhage, female sexual dysfunction, vaginal infection, post-traumatic stress disorder, depression, migraine, dysmenorrhoea, fatigue, tooth loss, anxiety, fibromyalgia, urinary tract disorder and allergy to metals outcome was unknown, the colitis, dizziness, menorrhagia, headache and anaemia had not resolved and the abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, anaemia, anxiety, colitis, depression, diverticulitis, dizziness, dysmenorrhoea, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, post-traumatic stress disorder, tooth loss, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pain, bladder/urinary problems date(s) of removal: (B)(6) 2016 (discrepancy noted per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion.. Imaging procedure - on (B)(6) 2008: not provided. Lot number: 624828. Manufacturing date: 2007-05. Expiration date: 2009-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pelvic area"), colitis ("colitis") and diverticulitis ("gastrointestinal disorder-diverticulitis") in a 43-year-old female patient who had essure (batch no. 624828) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, gravida, cesarean section and carpal tunnel syndrome. Essure confirmation test- on (B)(6) 2009 patient was told her fallopian tubes were blocked. Concurrent conditions included obesity. Concomitant products included duloxetine hydrochloride (cymbalta), nsaid's and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("heavy period/ abnormal bleeding (menorrhagia)/ excessive bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2008, the patient experienced headache ("intense and frequent headache/headaches"), post-traumatic stress disorder ("ptsd"), depression ("depression"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), tooth disorder ("dental problems") and abdominal pain ("abdominal pain/ abdominal area"). In january 2009, the patient experienced anxiety ("mental anguish"). In 2014, the patient experienced colitis (seriousness criterion medically significant), dizziness ("dizzy") and anaemia ("anemia"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 9 years after insertion of essure. In (B)(6) 2017, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2017, the patient experienced diverticulitis (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain was resolving, the colitis, dizziness, menorrhagia, headache and anaemia had not resolved and the menstrual disorder, vaginal haemorrhage, female sexual dysfunction, vaginal infection, post-traumatic stress disorder, depression, migraine, dysmenorrhoea, fatigue, tooth disorder, diverticulitis and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, colitis, depression, diverticulitis, dizziness, dysmenorrhoea, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, post-traumatic stress disorder, tooth disorder, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2019: pfs received. Events added: mental anguish. Concomitant drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and colitis ("colitis") in a 43-year-old female patient who had essure (batch no. 624828) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage, gravida, cesarean section and carpal tunnel syndrome. Concurrent conditions included obesity. Concomitant products included duloxetine hydrochloride (cymbalta) and nsaid's. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced headache ("intense and frequent headache/headaches"), post-traumatic stress disorder ("ptsd"), depression ("depression"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), tooth disorder ("dental problems") and abdominal pain ("abdominal pain"). In 2014, the patient experienced colitis (seriousness criterion medically significant), dizziness ("dizzy") and anaemia ("anemia"). On (B)(6) 2017, 9 years after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal infection ("vaginal infection") and gastrointestinal disorder ("gastrointestinal disorder"). In 2017, the patient experienced menorrhagia ("heavy period/ abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain was resolving, the colitis, dizziness, menorrhagia, headache and anaemia had not resolved and the menstrual disorder, vaginal haemorrhage, female sexual dysfunction, vaginal infection, post-traumatic stress disorder, depression, migraine, dysmenorrhoea, fatigue, tooth disorder and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, anaemia, colitis, depression, dizziness, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, post-traumatic stress disorder, tooth disorder, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Essure confirmation test- on (B)(6) 2009 patient was told her fallopian tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pelvic area'), diverticulitis ('gastrointestinal disorder-diverticulitis') and colitis ('colitis') in a 43-year-old female patient who had essure (batch no. 624828) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, gravida, cesarean section and carpal tunnel syndrome. Essure confirmation test- on (B)(6) 2009 patient was told her fallopian tubes were blocked. Concurrent conditions included obesity. Concomitant products included duloxetine hydrochloride (cymbalta), nsaids and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("heavy period/ abnormal bleeding (menorrhagia)/ excessive bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2008, the patient experienced headache ("intense and frequent headache/headaches"), post-traumatic stress disorder ("ptsd"), depression ("depression"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), tooth disorder ("dental problems") and abdominal pain ("abdominal pain/ abdominal area"). In (B)(6) 2009, the patient experienced anxiety ("mental anguish"). In 2014, the patient experienced colitis (seriousness criterion medically significant), dizziness ("dizzy") and anaemia ("anemia"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 9 years after insertion of essure. In (B)(6) 2017, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2017, the patient experienced diverticulitis (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), genital haemorrhage ("gen abnormal bleeding") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and urinary tract infection had resolved, the diverticulitis, menstrual disorder, vaginal haemorrhage, female sexual dysfunction, vaginal infection, post-traumatic stress disorder, depression, migraine, dysmenorrhoea, fatigue, tooth disorder and anxiety outcome was unknown, the colitis, dizziness, menorrhagia, headache and anaemia had not resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anaemia, anxiety, colitis, depression, diverticulitis, dizziness, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, post-traumatic stress disorder, tooth disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: event added- uti, genital haemorrhage. Events outcome updated. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and colitis ("colitis") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. In 2014, the patient experienced colitis (seriousness criterion medically significant), dizziness ("dizzy"), menorrhagia ("heavy period"), headache ("intense and frequent headache") and anaemia ("anemia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (partial hysterectomy with a device removal due to complications from the essure). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown and the colitis, dizziness, menorrhagia, headache and anaemia had not resolved. The reporter considered anaemia, colitis, dizziness, headache, menorrhagia, menstrual disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-oct-2017: follow up from summons: event pelvic pain and menstruation issues added. Essure stat date updated and case category changed from other event to incident. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.